Event description:
During the first dose of cardioplegia the arterial and cardioplegia pumps stopped and the arterial pump display went off. The perfusionist ran the arterial pump by hand and the pump was exchanged. There was no patient injury.

Event description:
Please note the inital report for this complaint was submitted with the incorrect manufacturing report number. 8010762 should in fact be 8010042. The manufacturer is maquet cardiopulmonary ab.